Event description:
It was reported that the blood bag leaked during re-infusion. The re-infusion was not completed and the approx 350 mls of collected blood was discarded. The pt received a blood transfusion from pre-donated blood as a result of this event.

Manufacturer narrative:
The device was discarded at the account and no lot number was provided. The device history record cannot be reviewed. According to the info provided by the account, the needle from the transfusion filter, a non-stryker device, broke off inside the blood bag, causing the blood bag to leak.